Event description:
It was reported that the home patient (hp) experienced peritonitis. The patient was not hospitalized for this event. On unreported date, the patient was treated with an injection of vancomycin (2gm, ip, stat) and gentamycin (ip, 20 mg, once daily for 14 days). At the time of this report, the patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.